Event description:
The complaint alleges the consumer fell from the patient lift. The complaint states this alleged incident led to her death 3 months later.

Manufacturer narrative:
Manufacturer received information on 7/18/2007 confirming the device was indeed an invacare device. Caregiver stated that the lift did not malfunction, and the sling did not malfunction or tear. Caregiver stated the incident had occured due to her not properly attaching the sling and swivel bar during a transfer. Manufacturer views this unfortunate incident as a transfer error. User guide covers proper transfer methods.